Event description:
It was reported that the patient with this pacemaker was having a two to one rhythm at higher rate and a review of stored episodes was requested. Technical services (ts) provided a review stored atrial tachy response (atr) episodes where half the p waves were in the refractory period due to farfield oversensing of ventricular signals after the right ventricular pacing, this was causing a two to one rhythm with every other p wave in refractory. Technical services (ts) discussed programming recommendations. This pacemaker remains in service. No adverse patient effects were reported.